Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the dp board due to degradation associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board, causing intermittent composite out signals.

Event description:
A user facility reported to olympus that their olympus cv-190 composite port was not working and producing an intermittent image. The problem, as reported to olympus, was found on preparation for use. The intended procedure was completed using another olympus cv-190, serial number unknown. There was no patient injury or harm, associated with the problem, reported to olympus.